Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: after connecting the camera to the main body, the button responded, but no video image was displayed, electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was caused by a corroded electrical contact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no video image. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.